Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the implantable cardioverter defibrillator exhibited inappropriate therapy due to incorrect interpretation of signal. It was also found that the device also exhibited under-sensing. No intervention was performed. There were no patient consequences.

Event description:
New information received notes that programming changes were made. There were no patient consequences.